Event description:
The customer reported that the device, 2001m-c, padpro:ad;rtrans el/lw, 12x7, was being used during a cardioversion on (B)(6) 2022 when it was reported ¿patient experiencing redness in shape and location of the defib pads after bedside cardioversion. Patient states the redness felt like a sunburn.¿. The reporter advised that there was no formal diagnosis of the ¿burn¿ and there was no report of malfunction of the device. The procedure was reported as having been completed. There was no report of injury, medical intervention, or hospitalization for the patient. The patient was discharged and advised to contact the nurse manager if the condition worsened or did not subside in 1-2 days. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 2001m-c, padpro:ad;rtrans el/lw, 12x7, was being used during a cardioversion on 3mar22 when it was reported ¿patient experiencing redness in shape and location of the defib pads after bedside cardioversion. Patient states the redness felt like a sunburn.¿. The reporter advised that there was no formal diagnosis of the ¿burn¿ and there was no report of malfunction of the device. The procedure was reported as having been completed. There was no report of injury, medical intervention, or hospitalization for the patient. The patient was discharged and advised to contact the nurse manager if the condition worsened or did not subside in 1-2 days. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised that electrode must be used before date indicated on package. Do not open package until immediately prior to use. Dried conductive polymer gel can lead to skin irritation or burns and can potentially impact mfe performance. This issue will continue to be monitored through the complaint system to assure patient safety.